Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that three fastclix lancet drums had one lancet from each drum completely out of the lancet drum and exposed from an unopened package. No adverse event reported. Return of the suspect device was requested for evaluation.